Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro short port balloon popped. A new kit was used to complete the procedure. The hospital reported no patient effects. The product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation is completed. (B) (4)